Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. The customer's blood glucose (bg) level was 315 mg/dl. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source. The customer reverted to an alternate method of insulin therapy.